Event description:
During follow-up, increased capture threshold was observed on the left ventricular (lv) lead. X-ray imaging was performed and revealed lv lead dislodgement. Lv lead replacement was attempted but was not successful due to patient condition. The patient was in stable condition.

Event description:
During follow-up, increased capture threshold was observed on the left ventricular (lv) lead. X-ray imaging was performed and revealed lv lead dislodgement. The lead was explanted. Implant of a new lead was not successful due to patient condition. The patient was in stable condition.

Event description:
During follow-up, increased capture threshold was observed on the left ventricular (lv) lead. X-ray imaging was performed and revealed lv lead dislodgement. Lv lead replacement is anticipated to be performed. No intervention has been performed at this time. The patient was in stable condition.